Event description:
It was reported that a patient was receiving a therapeutic plasma exchange (tpe), using two prismaflex tpe2000 sets and "issues with the access pressures (directly related to the access not the machine or filter) were observed. It was reported that the tpe2000 set was connected to extracorporeal membrane oxygenation (ECMO). Once the pressure issues were resolved, the therapy was started as ordered. According to the reporter, an alarm related to membrane pressure excessive (tmp excessive) was generated by the control unit. The treatment was terminated without the extracorporeal (ec) blood being returned to the patient. The nurse set up a second time and after the plasma exchange started the same alarm was generated. Subsequently the patient was placed on continuous renal replacement therapy and no issues were noted. It was reported that the patient received a blood transfusion. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.